Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that could not control the movements of bed or stand after turning on the machine. Field service engineer (fse) checked device and reviewed device logs and found that geometry movements were partly available as the geo ipc did not boot up. Fse replaced the 3v bios battery. After the replacement, the device returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that geometry movements were unavailable. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the bios battery needed to be replaced. After replacing the bios battery, the device was returned to expected functionality.